Event description:
It was reported to technical services on (B)(6) 2011 that they were having trouble getting information to upload to paceart. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).